Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had a touchscreen fault. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 17jul2019. Information was received that service engineer (se) inspected the device and found the touchscreen was not sensitive. The se replaced the touchscreen and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.